Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman flx pro closure device was implanted with complete seal noted. The patient was sent home on plavix and aspirin. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed a mobile device related thrombus (drt) on the closure device. The closure device was in the same implant position from the original procedure and the device created a wedge with the limbus ridge. The patient was placed on eliquis in response to the drt and will be re-imaged in 1-2 months.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with complete seal noted. The patient was sent home on plavix and aspirin. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed a mobile device related thrombus (drt) on the closure device. The closure device was in the same implant position from the original procedure and the device created a wedge with the limbus ridge. The patient was placed on eliquis in response to the drt and will be re-imaged in 1-2 months.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.